Manufacturer narrative:
H4: lot manufacture date: july 23, 2020 - july 24, 2020. H10: the device was received for evaluation. Visual inspection along with magnification was performed and loose particle matter was observed inside the fill port connector. The reported condition was verified. The cause of the condition could not be determined. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred between (B)(6) 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that foreign material was observed in a 1000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag (near the fill port area). This was identified before use. There was no patient involvement. No additional information is available.